Event description:
Procedure performed: gynecology. Event description: epidermal peeling occurred. Report from the sales rep: when a 12mm balloon trocar was used in a laparoscopic procedure in obstetrics and gynecology, epidermal peeling occurred. The operation lasted more than 4 hours, the customer noticed at the time of the closed wound that about 3 cm of skin was abraded, contused, or peeled off in the area where the c0r47 gel cone used for the umbilicus had hit. Initial investigation report: the event unit was not returned to us because it was only information, we could not confirm the unit condition. The incident will be informed amr for further evaluation. Date of event is unknown, but was reported to [distributor] (B)(6) 2021. Product is not available for return. Additional information received via email 15nov2021 from [distributor]: regarding the operation of the device by the user, "the exact cause could not be determined. However, it can be inferred that the trocar was leaned toward lower/upper abdominal side. This applied a force to the trocar. There has been only one report received." The patient has no allergies. "The patient is still receiving treatment at the dermatologist. Epidermal peeling caused wound infection. It has been taking time to heal." Intervention: injury was noticed after closing wound. Patient is now under treatment at a dermatologist. Patient status: the patient is still receiving treatment at the dermatologist.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is possible that the patient injury was caused by how the unit was placed or maneuvered during the procedure. The gel cone material, that is in contact with the skin, is designed to be extremely soft and it is unlikely to result in skin trauma. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: gynecology. Event description epidermal peeling occurred. Report from the sales rep when a 12mm balloon trocar was used in a laparoscopic procedure in obstetrics and gynecology, epidermal peeling occurred. The operation lasted more than 4 hours, the customer noticed at the time of the closed wound that about 3 cm of skin was abraded, contused, or peeled off in the area where the c0r47 gel cone used for the umbilicus had hit. Initial investigation report: the event unit was not returned to us because it was only information, we could not confirm the unit condition. The incident will be informed amr for further evaluation. Date of event is unknown, but was reported to [distributor] 07oct2021. Product is not available for return. Additional information received via email 15nov2021 from [distributor]: regarding the operation of the device by the user, "the exact cause could not be determined. However, it can be inferred that the trocar was leaned toward lower/upper abdominal side. This applied a force to the trocar. There has been only one report received." The patient has no allergies. "The patient is still receiving treatment at the dermatologist. Epidermal peeling caused wound infection. It has been taking time to heal." Intervention: injury was noticed after closing wound. Patient is now under treatment at a dermatologist. Patient status: the patient is still receiving treatment at the dermatologist.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.